Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 of insulin during the load sequence. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. In addition, it was reported that a cartridge change error occurred. The customer reloaded the cartridge to resolve the issue. Customer's blood glucose level was 106 mg/dl.